Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s stimulation was up too high and caused the patient to have hip and buttock area pain. The patient also had a lot of gas after the device had been connected. It was noted stimulation was decreased down and the patient no longer felt the pain in the hip to buttock area. The patient was not sure if the device was causing them to have gas. The patient was advised to turn stimulation down if they felt pain again. It was noted the patient understood. Additional information was received. It was reported the patient had some pain in their leg earlier today ((B)(6) 2017). The patient was advised to turn stimulation down if it happened again. Additional information was received. It was reported the patient felt the tape may be pulling their leads when they were bending. It was noted the patient felt the bending was causing this discomfort. It was also reported that the patient was itching really badly, and was having pain on the left side of the incision area.